Event description:
Reported five fiber blood leaks with blood alarms occurring and a positive hemostix. In some cases the blood was visible near the arterial hanson connector. There were no patient injuries or medical intervention.